Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4) .

Event description:
The customer's mother reported via phone call of high blood glucose readings and no delivery from the insulin pump. The customer's blood glucose reading was over 450 mg/dl. The customer's mother stated that they have received about 3 events of no delivery in the last month. The mother stated that her daughter had no delivery in the morning and had to change the set and reservoir prior to leaving for school. The customer was unable to troubleshoot during the time of call because she was not present.